Event description:
Additional information received indicated the lead at l3 vertebral level was fractured. Surgical intervention was undertaken wherein the lead was explanted and a new lead was implanted at l2 vertebral level. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective stimulation. Diagnostic testing revealed invalid lead impedance values. Surgical intervention may be pending to address the issue.